Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a blank display on the insulin pump. The customer also reported a pixilated screen and a partial display occurring. The customer also reported a dark grey color across the insulin pump's screen. It was also found the customer had an auto off alert and failed battery test alarms. Customer's blood glucose was 13.9 mmol/l. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. It was also found the blank display occurred before the partial display. Troubleshooting found the battery did not last for more than one week on the insulin pump. It was also found the customer did not use the recommended battery for the insulin pump. The customer agreed to return the insulin pump for analysis.